Event description:
The customer reported that the device had a low pacer output message. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device had a low pacer output message. There was no report of patient impact or involvement. Philips evaluated the device and verified the symptom. The power pca was replaced to resolve the issue.